Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage (loaded v lith)was less than 3.5v for 4 consecutive hours due to connector resistance on j6/pcba1. After disconnecting and reconnecting the internal battery connector on j6/pcba 1. Pump was monitored and functioned properly. Pump was received with scratched case.

Event description:
The customer reported via phone call that they experienced power system error. The customer's blood glucose value was unknown. The customer stated that the power error occurred 8 times in the last 24 hours. The customer stated that the notification light did not immediately stop flashing. The product was returned for analysis.